Event description:
It was reported by service report that the footboard shell is cracked at the left side with sharp edges and the potential for fluid ingress. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard.